Event description:
Patient states she feels a jolt at the site of the stimulator that knocks her down. She was in for a check today. Impendence was 495 and the battery read as eos. The jolt is random, there is no consistency with the timing or activity. It comes at random times. She was in clinic for a checkup today. Impendence was 495 and the battery read as eos. Last jolt reported was (B)(6) 2024.